Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The customer also returned the test strips, however, the returned test strips were contour test strips and expired. The contour next meter is incompatible with contour test strips. Therefore, in-house contour next test strips were used for evaluation. An in-house testing was performed using the returned meter with in-house test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.